Event description:
Same case as MFR #: 2134265-2013-00237, 00238, 00239, 00240, 00241, and 00242. It was reported that during an angioplasty procedure a balloon rupture occurred. The target lesion was located in the innominate vessel. The 10x60, 135cm mustang balloon was inflated and ruptured. The procedure was completed with another device. (This occurred multiple times during the procedure with different balloons.) No patient complications were reported and the patient condition is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).